Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after the right atrium lead was implanted, the lead dislodged. It was also reported that there was a helix issue. The lead was removed and replaced. No patient complications have been reported as a result of this event.